Event description:
It was reported by the sales rep that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the distal tip on the arthsco,4/140_30_qik/strkr hub endoscope device came into contact with the shaver. During in-house engineering evaluation, it was determined that there were minor scratches, poor quality and dark image, distal tip damaged, burnt, and shaved down and window and optics were damaged and fiber recessed on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (01)10886705026234(21)25127 investigation summary: the complaint device was received at the service center and evaluated. It was reported that the distal tip came into contact with shaver. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Functional : poor image quality. Distal tip damaged, burnt, and shaved down. Window and optics damaged. Image dark. Fiber recessed. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.